Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse found a defective check valve at the bottom of valve vl9a. The fse replaced the check valve, resolving the leak. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported approximately 50 mls of uncontained fluid leaked from rear diluter area in a coulter lh 750 hematology analyzer during normal instrument operation. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.